Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, low amplitude/poor morphology, and decreased sensing. The physician suspected a mirco dislodgement. The rv lead was explanted and replaced with another of the same model. No additional adverse patient effects were reported.